Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility the device broke a blade. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during preparation for a surgical procedure conducted at the user facility the device broke a blade. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not able to be duplicated by a manufacturer service technician through functional evaluation; however, a loose drive link was found during device evaluation, which can lead to the reported event.